Manufacturer narrative:
Infusion pumps/medfusion 3500 pumps complaint of accu watchdog failure was in the event history log. When completing flow testing, the complaint was not duplicated. Preventative action was taken and replaced the main board. Repair summary included: replaced damaged top and bottom cases due to damage and cracks. The clutch seemed loose, replaced clutch half's left and right with leadscrew and spring as a preventative measure. Replaced damaged left and right plunger cases. Performed function and delivery tests..

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps malfunctioned with accu watchdog failure. No patient adverse events reported.